Event description:
On 3/21/2000, the int'l distributor's purchasing agent informed the MFR's customer svc rep of the following: the common carotid balloon was difficult to inflate and was deformed when finally inflated. The device was not inserted into the pt. No further details were provided.